Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -8.00/+1.50/76 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient had inflammation behind the icl; va postop was 6/6 but blurry; and is currently on steroids. Patient is still being monitored. Lens remains implanted.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).